Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and spinal stenosis and radicular pain syndrome (radiculopathies). It was reported that the patient only had coverage for one leg which was considered a sudden change. The patient¿s impedances were measured and they were normal. The patient¿s recharging frequency was also normal. Approximately 3 weeks prior to the report, the patient felt a jolt down both legs while recharging. The patient subsequently turned the stimulation off and didn¿t want to do anything before seeing the manufacturer representative. During that time, there were a lot of storms in the area and the power was flickering. The manufacturer representative reprogrammed the patient on the day of the report, and the patient was getting good coverage for both legs. No surgical intervention was planned or performed. No further complications were reported or anticipated.